Manufacturer narrative:
The "date of event" was not provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges sliding off chair twice and hit the floor. Also, alleges chair in full standing position, the control wire got disconnected when the seat was moving upwards. Alleges chair stopped working and consumer was trapped in a tilted position and slid off the chair.

Manufacturer narrative:
The customer was refunded and the device was removed from use by a field service technician.

Event description:
Alleges sliding off chair twice and hit the floor. Also, alleges chair in full standing position, the control wire got disconnected when the seat was moving upwards. Alleges chair stopped working and consumer was trapped in a tilted position and slid off the chair.